Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials inside the air/water cylinder, the air/water tube, the connective tube, in the plastic distal end cover and in the adhesive from the distal sheath. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The foreign material remained in device because reprocessing was not conducted properly due to leakage from biopsy channel. The instructions for use states the detection methods associated with the event in "gif/cf-170 series operation manual chapter 3 preparation and inspection." And the prevention methods in "gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.